Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The device has been received for investigation, a follow-up report will be submitted upon completion of device investigation.

Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve. The following provides a summary of all information currently available to the manufacturer from the healthcare facility. A perceval plus pvf-l valve was attempted to be implanted on (B)(6) 2026 as follows: it was a CABG + avr case. The surgeon sized the annulus and was between a large and a medium perceval and he implanted a medium with no issues and commented there was no pinwheeling of the valve. He ballooned for 30 seconds with warm saline in the aortic root. On visual inspection the valve looked good. On intra-operative tee one leaflet that was at the non-coronary cusp was shown to have very limited movement and appeared stuck with minimal opening and closing. The tee showed a central leak. The surgeon decided to remove the valve and stated that the leaflet looked different from the other two. A stented valve was then sutured into the annulus and the patient is doing well. Further details indicated that the valve was collapsed with no issues. There was no malpositioning, positioning difficulty nor missizing identified. The valve looked good with no pinwheeling. The resulting central leak was severe and around 25-30 minutes cross-clamp time and bypass time were added to the procedure time. The patient remained stable throughout all the delay in surgery. The patient is did well as a final outcome.